Event description:
When hanging IV zosyn, noted that when it was unclamped it immediately started to infuse rapidly. Immediately clamped and removed all items. Sent to clinical engineering for evaluation.